Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft delivery system and its components were implanted into pt for the endovascular treatment of an abdomial aortic aneurysm. Aneurysm and vessel morphology are unknown. The device was undersized which resulted in a type I endoleak. One week later the physician implanted a talent aortic cuffs under a talent aortic cuff with almost complete elimination of the type I endoleak. An aneurx aortic cuff placed within the body of the previous placed aneurx device sealing the type I endoleak. There was some encroachment on the orifice of the left renal artery noted. The pt tolerated the procedure well with normal renal function maintained and complete loss of aneurysm pulse. No clinical sequelae were reported.